Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue and replaced the insufflator to resolve the issue. The system was tested and verified as ready for use. This insufflator was returned for failure analysis, and the reported issue was confirmed and replicated. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known-good in-house system and powered on, resulting an error.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the insufflator was reporting an error. Prior to calling the technical support engineer (tse), the customer hard power cycled the vision side cart (vsc); however, the insufflator powered on with the same error. The customer informed they would use a third-party insufflator to complete the case. The tse confirmed an insufflator error in the logs. The procedure was completing as planned with no reported injury.